Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port catheter leaked at the hub. The following information was provided by the initial reporter: we have another 20ga nexiva IV cath that was defective causing multiple sticks of the pt. Hat was defective causing multiple sticks of the pt. Customer response 24 may 2024 could you please provide a further description of the issue? The catheter leaked at the hub

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. The sample underwent visual examination, and it was observed that blood bypassed the septum and leaked on the catheter. Bd determined that the cause of the failure was related to our manufacturing process. During assembly it is likely that the septum of this product was not fully seated. A trend was identified for this defect and necessary actions have been taken to address this issue. The appropriate manufacturing personnel have been notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Additional information: 1.please provide the date of event. 2.what was the impact to patient. 3.kindly confirm that you have samples to send back for evaluation. Sorry I am not sure how I have missed this. I don¿t recall the date, but it would have been close to the time you got the complaint. As for the issue it was leaking. We had to start another IV on patient. Samples should of been sent back.